Event description:
It was reported that there was a pinhole in the shaft. A 3.00mm x 20mm apex¿ balloon catheter was advanced to the lesion. The device was inflated twice however it started loosing pressure on the second inflation. The device was removed intact and it was noted that there was a pinhole in the stiff portion of catheter shaft. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).